Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure.additional text: 1) power module 2) power module/display module adapter cable 3) display module.specific component(s) involved: external controller malfunction.additional text: power base module is defective and not allowing a display.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller.implant device type: lvad.